Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter:-12.50 (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter, in the patient's right eye (od) on (B)(6) 2015. Excessive vaulting with elevated intraocular pressure was noted on (B)(6) 2015. The lens was explanted and exchanged on (B)(6) 2015 for a shorter length lens. This resolved the problem.